Manufacturer narrative:
(B)(4) d10: 00588001501 - fem size e left - (B)(6), 00598801215 - 15mm diameter 30mm length straight stem extension combined length 75mm - (B)(6), 00588000400 - size 4 precoat cemented tibial component - (B)(6), 00598801011 - 11mm diameter 100mm length straight stem extension combined length 145mm - (B)(6), 00599003521 - distal only femoral augment block precoat - (B)(6), 00599003521 - distal only femoral augment block precoat - (B)(6), 00545001730 - trabecular metal femoral diaphyseal cone, 30mm, small, left - (B)(6), 00545001351 - trabecular metal tibial cone, large 51x34mm left - (B)(6), 00545002035 - trabecular metal femoral metaphyseal cone, 35mm, small, left - (B)(6). G2: foreign country: australia attempts have been made to gather all product identification information and no further information has been provided. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a revision due to infection approximately 5 weeks post-op. Attempts have been made and all available information has been provided.